Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
The end user states that the screws in our chairs do not have enough alloy in them. The caller states that the handle bracket in the back of the arm snapped on his chair last week and he continued to use the chair. The end user states that one screw fell out and was lost. The caller states that he fell out of the chair to the floor while using it after it broke. The end user states that they continued to use the chair and they were on the back porch doing laundry when the other screw fell out and the entire arm fell off and the end user fell. The end user states that he has home health care and suffers from spina bifida and this fall out of the chair injured his spine. The end user states that he did not seek medical attention due to his home health care. The end user also states that the home nurse checked him and he does not have any bruising from the fall.